Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (vaginal menorrhagia)") and uterine leiomyoma ("uterine fibroid") in a female patient who had essure (batch no. 766622) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included ectopic pregnancy, salpingectomy partial in 2011, multigravida, parity 4 and abortion spontaneous. Concomitant products included ibuprofen from 2012 to 2016 and paracetamol (tylenol regular) since 2012. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), libido decreased ("diminished libido"), abdominal pain lower ("severe cramping"), pain in extremity ("pain in legs and upper thighs/leg cramp") and insomnia ("unable to sleep"). On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced uterine leiomyoma (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal menorrhagia)") and menstruation irregular ("irregular menstrual cycle"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (hysterectomy was done to remove essure device), surgery (hysterectomy and ablation on (B)(6) 2011) and surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, dysmenorrhoea, dyspareunia, abdominal pain, back pain, vaginal haemorrhage, female sexual dysfunction, libido decreased, menstruation irregular, pain in extremity and insomnia outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, insomnia, libido decreased, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Essure placement in the left fallopian tube ostia. Concerning the injuries reported in this case, the following one was confirmed in patient's medical record: menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: fup 1 and fup 2 processed together. New events added- abnormal bleeding (vaginal menorrhagia), apareunia (inability to have sexual intercourse), diminished libido, irregular menstrual cycle, uterine fibroid, severe cramping, pain in legs and upper thighs, unable to sleep and she did not undergo essure confirmation test. Lot number added. On (B)(6) 2018: fup 1 and fup 2 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and uterine leiomyoma ("uterine fibroid") in an adult female patient who had essure (batch no. 766622-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included ectopic pregnancy, salpingectomy partial in 2011, multigravida, parity 4 and abortion spontaneous. Concomitant products included alprazolam (xanax) from 2015 to 2016, ibuprofen from 2012 to 2016 and paracetamol (tylenol regular) since 2012. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), libido decreased ("diminished libido"), abdominal pain lower ("severe cramping"), pain in extremity ("pain in legs and upper thighs (unable to sleep)/leg cramp") and insomnia ("unable to sleep"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criterion medically significant) and vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced menstruation irregular ("irregular menstrual cycle"). The patient was treated with surgery (hysterectomy was done to remove essure device), surgery (hysterectomy and ablation on (B)(6) 2011) and surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, dysmenorrhoea, dyspareunia, abdominal pain, back pain, vaginal haemorrhage, female sexual dysfunction, libido decreased, menstruation irregular, pain in extremity and insomnia outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, insomnia, libido decreased, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Essure placement in the left fallopian tube ostia. Concerning the injuries reported in this case, the following one was confirmed in patient's medical record: menorrhagia. Most recent follow-up information incorporated above includes: on 16-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and uterine leiomyoma ("uterine fibroid") in an adult female patient who had essure (batch no. 766622) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included ectopic pregnancy, salpingectomy partial in 2011, multigravida, parity 4 and abortion spontaneous. Concomitant products included alprazolam (xanax) from 2015 to 2016, ibuprofen from 2012 to 2016 and paracetamol (tylenol regular) since 2012. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), libido decreased ("diminished libido"), abdominal pain lower ("severe cramping"), pain in extremity ("pain in legs and upper thighs (unable to sleep)/leg cramp") and insomnia ("unable to sleep"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criterion medically significant) and vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced menstruation irregular ("irregular menstrual cycle"). The patient was treated with surgery (hysterectomy was done to remove essure device), surgery (hysterectomy and ablation on (B)(6) 2011) and surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, dysmenorrhoea, dyspareunia, abdominal pain, back pain, vaginal haemorrhage, female sexual dysfunction, libido decreased, menstruation irregular, pain in extremity and insomnia outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, insomnia, libido decreased, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Essure placement in the left fallopian tube ostia. Concerning the injuries reported in this case, the following one was confirmed in patient's medical record: menorrhagia most recent follow-up information incorporated above includes: on 22-aug-2018: pfs received reporters added and updated patient demographics. Concomitant drug was added. Updated events and onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and uterine leiomyoma ('uterine fibroid') in an adult female patient who had essure (batch no. 766622-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included salpingectomy partial in 2011, ectopic pregnancy, multigravida, parity 4 and abortion spontaneous. Concomitant products included alprazolam (xanax) from 2015 to 2016, ibuprofen from 2012 to 2016 and paracetamol (tylenol regular) since 2012. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("abdominal back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), libido decreased ("diminished libido"), abdominal pain lower ("severe cramping"), pain in extremity ("pain in legs and upper thighs (unable to sleep)/leg cramp") and insomnia ("unable to sleep"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") and menstruation irregular ("irregular menstrual cycle") and was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced contusion ("belly bruising"). The patient was treated with surgery (hysterectomy and ablation on (B)(6) 2011, hysterectomy was done to remove essure device and hysterectomy, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, dysmenorrhoea, dyspareunia, abdominal pain, back pain, vaginal haemorrhage, female sexual dysfunction, libido decreased, menstruation irregular, pain in extremity, insomnia and contusion outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, contusion, dysmenorrhoea, dyspareunia, female sexual dysfunction, insomnia, libido decreased, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Essure placement in the left fallopian tube ostia. Concerning the injuries reported in this case, the following one was confirmed in patient's medical record: menorrhagia. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received event belly bruising and new reporter was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and uterine leiomyoma ('uterine fibroid') in an adult female patient who had essure (batch no. 766622-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included salpingectomy partial in 2011, ectopic pregnancy, multigravida, parity 4 and abortion spontaneous. Concomitant products included alprazolam (xanax) from 2015 to 2016, ibuprofen from 2012 to 2016 and paracetamol (tylenol regular) since 2012. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("abdominal back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), libido decreased ("diminished libido"), abdominal pain lower ("severe cramping"), pain in extremity ("pain in legs and upper thighs (unable to sleep)/leg cramp") and insomnia ("unable to sleep"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") and menstruation irregular ("irregular menstrual cycle") and was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced contusion ("belly bruising"). The patient was treated with surgery (hysterectomy and ablation on (B)(6) 2011, hysterectomy was done to remove essure device and hysterectomy, oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, uterine leiomyoma, dysmenorrhoea, dyspareunia, abdominal pain, back pain, vaginal haemorrhage, female sexual dysfunction, libido decreased, menstruation irregular, pain in extremity, insomnia and contusion outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, contusion, dysmenorrhoea, dyspareunia, female sexual dysfunction, insomnia, libido decreased, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Essure placement in the left fallopian tube ostia. Concerning the injuries reported in this case, the following one was confirmed in patient's medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (procedure to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.